Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 3000 ohms for the right ventricular (rv) lead. Review of the data found that prior measurements were all stable and within range. Boston scientific technical services (ts) suggested further evaluation in the clinic. The field representative stated that the patient would undergo an x-ray, however a lead fracture was suspected and a revision procedure would likely occur within the near future. At this time evidence suggests the lead remains in service and no adverse patient effects were reported. Additional information was received that the right atrial (ra) lead now had variable lead impedance measurements triggering a lead safety switch (lss) due to high out of range pacing impedance measurements of greater than 3000 ohms. Oversensing of the minute ventilation signal was observed on both the ra and rv channel disabling the signal artifact monitoring feature. Inappropriate episodes were also noted on both ra and rv channels due to noise when in unipolar configuration. The oversensing le to pacing inhibition. The rv lead also exhibited high threshold measurements. Boston scientific technical services (ts) was consulted and discussed possible reasons for impedance issues and noise on both leads. Subsequently a revision procedure was performed where both leads were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned and was not severed. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the inner and outer conductor coils had a break between 115 to 135 mm from the terminal end. The insulation in this area is buckled/bent in several places within this region. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high out of range pacing impedance measurements, oversensing of noise leading to pacing inhibition and high thresholds were likely caused by the confirmed fracture.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 3000 ohms for the right ventricular (rv) lead. Review of the data found that prior measurements were all stable and within range. Boston scientific technical services (ts) suggested further evaluation in the clinic. The field representative stated that the patient would undergo an x-ray, however a lead fracture was suspected and a revision procedure would likely occur within the near future. At this time evidence suggests the lead remains in service and no adverse patient effects were reported.